Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user left the ilet on the charger for several hours, during which the dexcom g7 glucose values did not display on the ilet while readings remained available on the dexcom mobile app; the user administered 6 units of subcutaneous insulin via pen and later reconnected the ilet, after which restarting the ilet restored g7 connection and glucose values, with guidance to keep the ilet on the same side of the body as the sensor. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included device troubleshooting, verification of the sensor code, assessment of bluetooth status, and device restart. Investigation of this case revealed a communication failure between the dexcom g7 and the ilet attributable to connectivity issues, resolved by restarting the ilet and proximity optimization, with the insulin infusion set noted as 23-inch 6 mm contact detach but not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation with intermittent bluetooth connectivity that resolved with standard troubleshooting.